Event description:
Event description cpi received information that this implantable pulse generator (ipg) was explanted because it could not be re-programmed.

Manufacturer narrative:
Event conclusion cpi analysis found that the ipg had no output. Visual inspection noted that the case is dented. The wgl cell was depleted beyond eri based on battery measurement and the current was high. All components were measured to be within device specification. The mfg test results indicated that the hybrid failed testing but the chip carrier passed all testing. The cause of the high current drain which led to the no output was isolated to the hybrid, but the exact cause could not be determined.